Manufacturer narrative:
The affected ecm arm has not been returned for failure analysis investigation as of the date of this report. When failure analysis is complete or if additional information regarding this complaint is received, a follow up MDR report will be sent to the FDA. Attempts have been made to contact the site to gather additional information about the procedure and the patient; however as of date of this report no response has been received. Isi reviewed the system logs and confirmed the alleged error message being reported by the site. This complaint is being reported due to the following conclusion: the surgeon converted the da vinci surgical procedure to open surgical techniques after experiencing multiple system error code 23008 occurrences.

Event description:
The site contacted an isi technical support engineer (tse) stating that system error code 23008 was occurring on the endoscopic camera manipulator (ecm) arm. The technical support engineer (tse) had the site restart the system several times and continued with the procedure, however the error continued to occur. The tse had the site exercise the roll axis on ecm and the site did an emergency power off (epo). The system was able to restart normally; however, after a few minutes the system error code 23008 message came back up. At this time the surgeon made the decision to convert the procedure to a traditional open surgical procedure. The system error code 23008 appears when the da vinci safety systems determines that the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. On (B)(4) 2013, the field service engineer (fse) replaced affected the ecm arm and the system was tested and ready for use. No further clinical information was provided about case or the patient's condition.

Manufacturer narrative:
The ecm was returned back to isi for evaluation. (B)(4). It was an intermittent dafd motor voltage tracking failure on the axis 4. This is usually caused by bad motor, which can be caused by encoder failure, amplifier failure, or motor/motor lead problems. It can also be caused by aging brushes inside the motor. Aging brushes inside the motor may cause sporadic faults. It was noted that the axis 4- mechanical cables and axis bearings were damaged. It was also noted that the link 1- metal housing hard stop was broken. The axis 4- motor/encoder and the assembly pot will be replaced to fix the dafd motor voltage problem and the pot issue with this arm. The embedded serializer patient manipulator (espm) board and cable harness was replaced as a precaution. Isi had obtained additional information from nurse: the site performed a system check prior to the surgical procedure. During the set up and initial use, the site encountered the alleged error message. They restarted the system several time and kept going with the procedure. The nurse mentioned that the site had experienced the same error message the day before; however, the issue was resolved the same day. The patient was undergoing a da vinci si prostatectomy procedure and the procedure was almost completed using the da vinci system before the surgeon decided to convert the procedure to open due the alleged error message. The patient tolerated the open procedure and no further clinical information was provided about the patient's condition. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive employees, caused or contributed to the reportable event.